Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent a trial procedure on (B)(6) 2024. The patient experienced a stroke on (B)(6) 2024, and another stoke on (B)(6) 2024. Additional information indicates the patient was taken off blood thinners in preparation for the trial procedure. As a result, surgical intervention was undertaken on an unknown date where the trial leads were explanted to address the issue.